Manufacturer narrative:
A product investigation was completed: the angled stardrive screwdriver t8 with sleeve (part 03.617.900 lot 8087193) was received with a broken tip on the distal end of the drive shaft. This failure mode is consistent with the application of excessive torque. Replication of the returned device is not applicable since the part was returned broken. The returned condition agrees with the complaint description and so the complaint is deemed confirmed. Per the technique guide, the driver is a component of the zero-profile (zero-p) anterior cervical inter-body fusion (acif) system and is designed to be used in conjunction with an angled awl for hole preparation and screw insertion if the patients anatomy does not allow use of the straight instruments. For final tightening, only drivers compatible with a 1.2 nm torque limiting attachment (03.110.002.99) should be used. The technique guide specifically cautions that if the torque limiting attachment is not used, breakage of the driver may occur and could potentially increase risk to the patient. This complaint is consistent with the failure due to torque. Bench top testing establish the failure torque of the angled driver to be 2.45 nm +/- 0.63 nm, which exceeds the torque necessary to engage the locking mechanism of the screws. Because the driver failed intra-operatively, it¿s likely the driver was being used for final tightening and a torque greater than the 1.2 nm required for locking was being applied. The angled driver is not designed or intended to be used for final tightening of the screws to engage the taper locking mechanism. A shaft for angled screwdriver with quick coupling (03.617.905) and torque limiting handle (03.110.002.99) can be utilized for angled final tightening of the screws when the patient anatomy does not allow for use of the straight instruments. The angled driver was likely used for final tightening. Final tightening should be performed with a driver compatible with the torque limiter. Without the torque limiter, excessive torque could be applied to the driver and cause it to break. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: november 30, 2012. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of an angled screwdriver broke intra-operatively. The surgeon was performing an anterior cervical discectomy and fusion (acdf) on (B)(6) 2015 when the tip of the screwdriver broke off. The fragment remains stuck in the screw head inside of the patient. There was a backup screwdriver available to complete the procedure. No reported surgical time delay. The patient is doing well and no harm was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifier, gender, and weight are unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.